Event description:
On (B)(6) 2013, the distributer contacted animas and reported an intermittent power issue with the pump. The battery reportedly was leaking. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: a review of the black box history revealed multiple unexplained power on reset events on the reported event period. Moisture corrosion was found in the battery compartment. The pump passed a leak test. There was no damage found to the battery compartment or the battery cap. The battery cap was able to secure tightly to the pump and maintained electrical connection. The battery cap contacts were found to meet specifications. The pump powered on and displayed the ¿verify¿ screen. The pump lost power after that the battery cap was tightened and then unscrewed ½ turn. The reported reboot was duplicated. The pump was tested for 24 hours. The pump passed the ¿ez-prime¿ steps. No further power interruptions occurred during testing. The pump¿s case was removed; no further moisture ingress was found to the printed circuit board. No intermittent conditions were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).